Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The manufacturer has received the sample and will be evaluated. Results are expected soon. A lot history review (lhr) of reau1500 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported on (B)(6) 2017 that the microintroducer failed to split completely at the orange base. Orange plastic was surrounding the PICC and required forceps to remove it to continue the procedure. This caused bends in the tsp stylet in the process. There was no reported patient injury.

Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of an improper peel was confirmed and determined to be manufacturing related. One 4.5 fr microintroducer sheath was returned for investigation. The tabs had been split and the sheath had been peeled. The tabs split unevenly, which resulted in a ring of orange material that remained attached to one tab after the introducer was split apart. The head of the tack used to secure the sheath to the peel tabs was exposed due to the uneven peel and was observed to be slightly off-center. The complaint sample was forwarded to the manufacturing facility for further review. (B)(4) evaluation: the complaint ¿microintroducer failed to split completely at the orange base¿ is confirmed. An excess of resin was produced during the molding process. A quality alert training was implemented. Lot reau1500 was manufactured (08/05/2016) before implementing actions.

Event description:
It was reported on 04-aug-17 that the microintroducer failed to split completely at the orange base. Orange plastic was surrounding the PICC and required forceps to remove it to continue the procedure. This caused bends in the tsp stylet in the process. There was no reported patient injury.